Event description:
It was reported that the device would intermittently fail to power on battery source. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the device intermittent failure to power on. Physio replaced the large keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed keypad assembly and determined the root cause of malfunction to be a partially worn off conductive material on the plastic bubbles of the power switch. The failure resulted in an intermittent power switch operation.